Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implantation procedure, the patient experienced a "subjective visual disturbance to multifocal iol, glare disbursed has not improved". The iol was exchanged for a monofocal iol approximately one month following the initial implantation procedure. Additional information has been requested.